Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) visited site and observed the error, found error as stated by user, then further checked and found that helium leaking from helium connection. Fse cleaned washer and further connection of helium cylinder and reconnected, then no leakage further, passed all functional checks, working good. Unit return to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is displaying an alarm message "helium low." There was no patient involved.